Manufacturer narrative:
Initial and final (B)(4) device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that the patient has faced severe site reactions at the insertion area on (B)(6) 2026 after cannula removal. The patient was treated with antibiotics. No further information available.